Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, surgery to reposition the internal magnet has been completed on (B)(4), 2011.this report is filed august 13, 2013. Implanted device remains.

Event description:
Per the clinic, the magnet became dislodged from the internal device requiring surgery to replace the magnet. The implanted device remains.